Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as the lot number provided is not a recognised lot number format for this product, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was using the part number provided. There have been further complaints reported with this failure mode in the past three years. The device was used for treatment. It was reported that the patient experienced irritation. No samples or images were provided for evaluation. Whilst the material composition of this dressing may have contributed to the reported issue, it is also possible that external factors caused the issue. Extra care must be taken during application and removal, particularly on sensitive skin. If any irritation is caused to the skin the dressing should be removed and treated immediately. We have not been able to confirm a relationship between the event and the device. There has not been sufficient information to determine a root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that on the second day after applying the dressing on (B)(6) 2019, the patient skin presented itchy, rash, no pain, no blisters, no pus. After the exchange to another dressing, the skin was cleaned with a less irritating disinfection method. Local application of 5ml normal saline + 5mg dexasone injection was applied to prevent infection, then the skin symptoms disappeared after three days.